Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin and not removing air from the cartridge, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.